Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (2 mg/ml at 0.35 mg/day with a 0.035 mg bolus up to 10x/day) via an implanted pump. The indication for pump use was spinal pain. The patient reported that today her pump started alarming and her ptm (personal therapy manager) was showing an alert "pump reset has occurred and is set to a minimum rate". She called her hcp who instructed her to call in. She stated that she was able to clear out of the alert but was seeing pa (patient activation) disabled. She had not recently had an MRI. The patient was redirected to her hcp to further address the issue. Additional information was received on (B)(6)2022 from the hcp via a company representative who reported that the pump logs showed that the pump had a ¿reset due to firmware error¿ and had defaulted to minimum rate. It was reviewed that the hcp should first silence the active alarm and update the pump with the desired settings. The reporter was going to relay the information to the hcp. Additional information was received later the same day at which time assistance was being requested in silencing the pump alarm and reprogramming. The steps to silence the active alarm and program the pump back to the desired settings including the ptm was reviewed during the call. The pump was successfully updated and upon reinterrogation no alerts were found. The troubleshooting steps performed during the call resolved the reported issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.